Event description:
A customer reported a complaint of imprecise sequential readings on the freestyle freedom blood glucose meter. The customer obtained readings of 374 mg/dl,199 mg/dl, and 56 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the "c" zone which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been received. It is under investigation; a follow u report will be submitted. Investigation in process.